Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, while inserting a 2.7mm va locking screw into a 2.7mm va olecranon plate, metal shavings were created between the screw and the locking holes. Fragments were generated and was removed without any additional intervention. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 60mm. This is report 2 of 2 for complaint (B)(4).